Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The probe was broken 14 millimeters from its distal end. In addition, scratches were observed around the broken area of the probe. The fracture surface of the probe revealed that the fracture progressed starting from scratch. The coating of the probe around the scratches was partially peeled off. There were no scratches or contact marks on the non-insulated area of the grip. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the breakage of probe occurred due to the following mechanism: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2.due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3.a force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. 4. Some kind of load was applied to the probe, and it broke. The instruction manual contains the following: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, about an hour after the start of procedure, the active blade broke when the nurse wiped dirt off thunderbeat. The blade broke off outside the patient¿s body. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.